Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? What color cartridge reload was used? Green. Where there any difficulties experienced with the device in the initial surgical procedure? No. Was the device difficult to fire? Stiff to fire. Were there any issues with staple formation identified in the initial surgical procedure? No. Were other devices or suture used to complete the anastomosis? Please explain. No. How many days postoperative did the leak occur? 1. What complications was the patient experiencing? Anastomotic leak. What was the specific location of the leak? Anterior border of anastomosis (right hemi-colectomy). What was observed at the site of the leak upon reoperation? Anterior border open away from cross staple point. Were there any issues noted with staple formation at reoperation? Nil documented. How was the leak repaired during the reoperation? Patient was re-admitted into theatre. Were there other contributing factors to the leak to include patient tissue condition? No sign of ischemia or other issues with tissue. What is the current status of the patient?

Event description:
It was reported that the patient underwent a right hemi-colectomy on (B)(6) 2019. Patient experienced complications and was scanned, demonstrating a leak on the anterior border with no obvious ischemia of tissue. Patient readmitted into theatre for corrective surgery.